Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the cannula on the sensor was missing. The customer's blood glucose level was 138 mg/dl. It was also reported that the customer had skin irritation. The device will not be returned for analysis.